Event description:
The pt reported he is experiencing discomfort at the ipg site. The pt stated the ipg site has become increasingly sensitive to the touch and if he sits longer than 10-15 minutes, the ipg feels like it is poking through his skin and is very uncomfortable. The pt is very slim and the ipg appears to be shallow. The pt is to meet with his physician as the next course of action.

Manufacturer narrative:
Correction/removal reporting number: 1627487-12192011-003-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.